Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening or migration of the implant". The part and lot number information needed to review device history records was unavailable. Further efforts are being made to retrieve this information. (B)(4).

Event description:
It was reported that patient underwent procedure utilizing a lag screw on unknown date. Subsequently, the lag screw backed out laterally on an unknown later date. No revision procedure has been reported.